Manufacturer narrative:
The device was in use for treatment. The lead was extracted and was not returned for analysis. As a result, the allegations against this lead (fracture) cannot be confirmed. The lead was actively implanted for approximately 8 years, 2 months. No subsequent device or clinical adverse events have been reported. A review of the device history record identified label error rejects during manufacture of this lot number. Complaint files were reviewed and there were no other complaints against this lot number. The manufacturing inspection procedure for this device indicates that the lead is checked 100% for electrical and visual function. Final qa inspection of permanent pacing leads procedure includes an insertion/withdrawal force test on is-1 connector on the first and last serial number of the work order and 100% inspection regarding: length measurement of the lead, distal spacing measurement, pull test on the connector, electrical dc resistance is checked ring to ring, pin to tip and pin to ring. Polaris coated leads, use tip as contact. "D" dimension on is-1 connector is measured and tubing inspection is done per procedure. A general inspection is done of the following: verify proper application of adhesive, check outer hull to inner hull laser weld for proper placement, coil is checked for kinks, the connector sleeve and o-rings are examined for nicks, cuts, excessive flash or excessive adhesive residues on its surface, electrodes are examined for residue and scratches, rotational pin to pin hull laser weld is checked for proper weld, and helix is checked by extension and retraction. Prior to packaging the helix is completely retracted and protector tubing is attached. Although the root cause of this failure could not be determined, potential causes of this failure may be: lead is severely bent, kinked or stretched during procedure. Stylet is not advanced to the lead tip during lead introduction. The potential effects from this type of risk for this failure mode identified the risk to be medium. Potential effects of this failure include: another procedure may be required for removal of the lead. The potential effects to the patient for the reported failure may be related to: periodic or continued loss of pacing or sensing signal during implantation. Physician will use another device, prolonged procedure. Periodic or continued loss of pacing or sensing signal post implantation. Another procedure may be required to replace lead. The instructions for use (IFU) inform the user of possible complications: with the use of endocardial leads, complications might occur during implantation, explantation, or at any time postoperatively and may require non-invasive or invasive techniques for management, as determined by the clinical judgment of the physician. Intermittent or continuous loss of pacing or sensing can be caused by a displacement of the electrode, unsatisfactory electrode position, breakage of the conductor or its insulation, an increase in thresholds, or poor electrical connection to the pulse generator. Precautions: the use of the subclavian venipuncture technique for lead introduction may be associated with conductor fractures, irrespective of lead manufacturer. If the physician elects to use the subclavian venipuncture, a more lateral puncture site should be considered to avoid the subclavian muscle and costoclavicular ligament, or at least its densest part. The procedure is suggested to be done under fluoroscopic guidance. After placement, the lead should be checked by multiview cineradiography during movements of the ipsilateral upper extremity to ensure the lead(s) have not been entrapped. The posteroanterior chest x-ray can also be used to confirm that lead(s) are not entrapped. Clinical evidence suggests that certain upper extremity activities are contraindicated for persons with permanent pacemakers because they require movements that can cause damage to the leads and possible failure of the leads. Active people, particularly those who perform repetitive upper extremity exercise at work or play, should be cautioned that they could subject leads to damaging stress. Be sure to leave sufficient slack in the lead to compensate for body movements.

Event description:
Customer reported this lead was extracted because it fractured. No subsequent device or clinical adverse events have been reported. The lead was actively implanted for approximately 8 years, 2 months.